Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual and functional evaluations were performed. The reported problem was verified by inspection. The device continues to alarm "keypad stuck" when turned on. The cause was an inoperable keypad. Replaced the keypad to correct the problem, in addition to the downstream occlusion seal. Device passed all functional tests after the repair.

Event description:
It was reported that the device alarmed key stuck when turned on. There was unknown patient involvement. The device analysis revealed a lifted downstream occlusion seal.